Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was broken. This issue was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.